Manufacturer narrative:
Information contained on this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of varied injuries, granuloma and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture, silicone granuloma and chronic inflammation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient representative alleges patient ¿suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, [...] And other damages [¿]¿ and the injuries ¿are permanent and continuing in nature, required and will require medical treatment and hospitalization [¿]¿. Patient representative reported that there was a rupture, silicone granuloma and chronic inflammation. Device was explanted. This record is for the right side.